Event description:
Broken screw could not be removed from dental implant. Implant needed to explanted.

Manufacturer narrative:
No problem detected. Broken screw could not be removed from dental implant. Implant needed to explanted.